Event description:
The manufacturer received information from a third party service center alleging a ventilator's display screen was defective. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display screen was found to be blank. The device's lcd screen was replaced to address the issue.